Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt claimed that the current or amplitude on the implantable neurostimulator (ins) would increase without any adjustment being made or even touching the pt programmer. The events occurred intermittently every day. The physician was with the pt for 30 minutes and didn't see the increase of the ins. Further troubleshooting was planned for (B)(6) 2011. On (B)(6) 2011, it was noted that the normal amplitude was 7.2 v. The "increase" felt like a high voltage/current in the area, but the pt couldn't see it on the display of the pt programmer. The events occurred both during the day and at night. The feeling was like when the voltage was increased to 8.3 v. A diary was obtained from the pt where the pt graded the events. The impedances were normal. It was noted that the pt had 10 months of good stimulation, and then suddenly this situation came up. The events began suddenly before christmas. The pt experienced 27-29 painful shocks. Review of interrogation from (B)(6) 2011 noted that from (B)(6) 2011 until (B)(6) 2011, the settings did not change at all according to the device. The device was all the time using one program and one amplitude. So, the change in stimulation sensation did not seem to be initiated by changes in the output of the device. The device was reprogrammed to a high frequency and higher pulse width as the pt was not able to manage two programs. The pt had a shock while at the physician's office sitting in his wheelchair on (B)(6) 2011. It was a mild shock that came on suddenly. It was noted that the pt had angina pectoris, so it could be from the heart, but it felt like an electric shock. Further troubleshooting was still being considered. No pt outcome was reported.